Event description:
Event description boston scientific received information that during a follow-up visit, this pacemaker exhibited 1.5 years longevity remaining. In addition, the atrial lead was exhibiting impedances greater than 2500 ohms and no capture at maximum output in bipolar configuration. A lead fracture was suspected. Technical services was contacted. A memory download was completed and sent in for review. No adverse patient effects were noted. ,